Event description:
The third anchor rotated in the shaft (shaft was not gripping the hex of the anchor) during insertion. It could not be removed, so the eyelet was trimmed off and the anchor was left in the patient. There was a 60 minute delay to the arcr surgery. The surgery was later completed with a 3.5mm anchor.

Manufacturer narrative:
Customer states that the product is available, but it has not been returned for evaluation.